Manufacturer narrative:
(B)(4). Evaluation method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported pt had a micl 12.6 mm implantable collamer lens implanted in the pt's left eye on (B)(6) 2008. As part of the post market study, the pt reported experiencing dry eyes and the development of cataracts in both eyes. The doctor's office was contacted and reported that on the pt's last visit on (B)(6) 2012, a anterior subcapsular cataract was diagnosed, va was 20/30. The doctor stated the cataract is small and the pt's decreased va is in part due to keratitis sicca with punctate epithelial keratitis. The icl remains implanted. See MFR #2023826-2013-00251 for right eye.